Event description:
A us distributor reported that a patient was experiencing adjust belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check therapy electrode messages) was isolated to the white and orange wires were broken and the blue wire was pinched. The root cause for the damaged wires was excessive force. There was no adverse event that resulted from the damaged belt.